Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use. It was noted that during preparation, air was noted in the sgc; however, on the third attempt, the sgc held the fluid column. After the sgc was advanced to the left atrium, as the dilator was being withdrawn, air bubbles were noted in the column. The stabilizer was removed and the sgc was lowered. It could not be determined where the air bubbles were coming in from. The air was aspirated, and the sgc was removed. A new sgc was used to complete the procedure successfully. One clip was implanted, reducing mr to <1. There was no adverse patient effect. There was a 12-minute delay during the procedure reported, but it was not a clinically significant delay. No additional information was provided.